Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the ER with vt to which the device did not respond. Patient was externally defibrillated and the rhythm was returned to sinus. Programming changes were recommended. No further information.